Manufacturer narrative:
It was reported that device failed internal leakage test with message "pressure transducer difference >5 cmh2o." Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the device failed internal leakage test with message "pressure transducer difference >5 cmh2o, pressure transducer test, safety valve test and patient circuit test. The pressure transducer board on inspiratory side was check and found defective. The pressure transducer board needs to be replaced to resolve the issue. The issue was decided to be reported as a defective pressure transducer printed circuit board may lead to high pressure. There was no patient involvement. The root cause to the reported issue has not been determined. The correction of the field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed multiple tests during pre-use check that included the internal leakage test among others. There was no patient involvement. Manufacturer's ref. #: (B)(4).